Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was having a cervical lead revision. One of patient's leads was seen on x-ray that it was broken and they are adding an additional cervical lead. It was reported that the ins was discharged and patient last recharged was last week. Manufacturer was doing a passive recharge currently and has done 2 cycles starting on their 3rd. Manufacturer representative tried disabling the ins 2 times but after the attempts it always showed "no device found". After further troubleshooting it was discovered that they were trying to charge on the wrong side of the body. Representative repositioned the recharger over the right side of body and indicated controller found ins and reported excellent recharge quality. No symptoms reported and/or anticipated at this time.